Event description:
It was reported to baxter (B)(4) that a flo-gard infusion pump beeped air in line 3 of the nights between the 16-22 march 2012 (exact 3 dates not known); this condition interrupted delivery. The infusion had to be restarted. It is unknown when or in which care area this event occurred. A patient was involved but no patient injury was incurred. The patient was on triomel. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.